Event description:
The customer reported that while running an antibody screen assay, no sample was pipetted in some wells in row a and no error message was generated. A field service engineer was dispatched and replaced lld springs and 2 tip sleeves and springs. No death or serious injury was associated with this incident.